Manufacturer narrative:
This lead was explanted on (B)(6) 2019 due to fracture. Upon receipt, the lead under complaint was subjected to an extensive analysis. The visual inspection revealed a fractured conductor coil approx. 32cm distal to the is4 conductor pin. This damage can be considered the root cause of the impedances greater than 3000 ohms reported in the complaint description. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient received a home monitoring alert for impedance over 3000 ohms. Chest x-ray confirmed lead fracture, and loss of capture was noted as well. Biv pacing was turned off. No surgical intervention has been performed at this time, but explant is scheduled for (B)(6) 2019. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted on (B)(6) 2019 due to fracture. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.